Manufacturer narrative:
The handpiece was received from the customer's site and evaluated by a cynosure in-house service technician on (B)(4) 2016. It was determined that the device's handpiece was delivering a high output of energy that was out of specification. The laser output was out of specification by 25.7%, which is beyond the -/+ 20 % specification range. A replacement handpiece was then sent to the customer site. The patient experienced some redness/erythema on its face which is an expected side effect from laser treatments, it has healed well. Since the handpiece was found out of specification range, this incident is reportable.

Event description:
The device's handpiece was found to be delivering energy out of specification (high energy output).